Event description:
Manufacturer received pump for analysis and no catheter returned. No information received. Follow up with facility and health care professional reports differed. One reporter stated catheter fracture and other stated catheter was "out of place" and therefore not delivering therapy. Pump - normal eol after 56 months. Health care professional stated patient had experienced increased spasticity unrelieved by increasing rate of medication delivery. Health care professional's opinion was catheter problem caused event. Device system explanted and patient elected to not have it replaced.